Event description:
It was reported that a perforation occurred. A percutaneous coronary intervention was being performed in the severely calcified left main artery. The target vessel had a large chunk of calcium on the vessel wall and a synergy megatron drug-eluting stent was implanted. The stent was deployed at nominal with no issues encountered, the nc emerge balloon inflated and stent deploy fully. A perforation in vessel wall occurred, when expanding the stent within the vessel with a larger nc emerge balloon. The perforation was visible after the inflation of the nc emerge balloon. The perforated area was covered with another stent. It was quite possible that the size to which the balloon was inflated was more than the vessel could tolerate. The procedure was completed and no further patient complications were reported, the patient was stable and recovering from the procedure.